Manufacturer narrative:
Product was discarded by hospital. No examination can be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information were requested about the surgical techniques followed. Conclusion is not yet available. Investigation still in progress.

Event description:
Roi-c : anchoring plate "split". From information reported, the surgeon went to impact an anchor, and "the plate split on the top and prevented it from locking". Anchor and cage were removed and replaced by new ones. Surgery was successfully completed and there was no impact on patient. Additional information provided show that it was only the anchor that "split". It occurred for the second plate. Surgical technique was respected for anchoring plate impaction sequence, the first anchor was fully seated. Surgeon did not use starter awl before the issue. But he used it after. Patient hard bones were detected according to reporter. Additional information was requested. Investigation is in progress.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The review of traceability and review of the device history records did not reveal any non-conformance to specifications or deviations in procedures that might have contributed to the reported event in order to avoid recurrence of difficulty while inserting anchoring plate, starter awl was previously designed. The roi-c starter awl is only indicated to prepare roi-c anchoring plates paths. Its use is particularly recommended in cases of hard bone, sclerotic type, and can be used for a unique surgical intervention & due to the difficulty to detect hard bone in a given patient, the use of sterile starter awl for roi-c anchoring plate is recommended for every roi-c surgical intervention. The final use is left to the discretion of the surgeon, given his experience of surgery and roi-c product, the patient's preoperative assessment and intraoperative clues on bone density linked to the instrumented level(s) (confirmed per roi-c surgical technique and corresponding IFU). Regarding information provided, root cause of this issue is related to patient hard bone. The investigation found no evidence to indicate a device issue.

Event description:
Additional information received shows : issue happened during impaction of the second anchoring plate, first anchoring plate was fully seated into cage, starter awl was used after . No conflict with the caspar pin. Cage was also correctly assembled onto implant holder and inserted without sagittal angulation. It was the skinny piece on top of the plate where removal hole is, split and bent over preventing it from fully being seated. No issue reported on cage. Patient just had very hard bone.